Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient making changes to basal edit screen).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 3mmol/l with extreme dizziness, lightheadedness, blurred vision, and shakiness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the reporter stated that after setting the temp basal, they went into basal edit screen, changed the numbers which canceled the temp basal. They did not get a warning screen that it was cancelled. This complaint is being reported because the patient allegedly experienced hypoglycemia related to use error in making changes to basal edit screen.

Manufacturer narrative:
Follow-up #2 date of submission 07/14/2016-device evaluation: the pump has been returned and evaluated by product analysis on 06/30/2016 with the following findings: evaluation revealed that the pump history shows no temp basal programs on 2016-02-07. A prime was performed at (B)(6) 2016 at 20:39; a prime operation will cancel a temp basal program. Pump does not give a warning when reprograming basal rates. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No eaw¿s occurred during testing. Investigators were unable to duplicate the complaint.

Manufacturer narrative:
Follow-up #1 date of submission 06/23/2016: the correct serial number associated with this pi is (B)(4).